Event description:
A report was received that the patient's lead protruded though the pocket incision site. There was no redness or irritation, only a small opening at the incision site. The patient underwent an explant procedure wherein the leads and ipg were removed. The event was assessed to be device related and not procedure related. The event has not resolved.

Event description:
A report was received that the patient's lead protruded though the pocket incision site. There was no redness or irritation, only a small opening at the incision site. The patient underwent an explant procedure wherein the leads and ipg were removed. The event was assessed to be device related and not procedure related. The event has not resolved.

Manufacturer narrative:
Additional information was received that the protruding lead was due to lead migration. There was no evidence of infection. Once the devices were explanted the event resolved. Device evaluation indicated that the lead passed visual and performance tests performed. Ipg sc-1112 s/n (B)(4) had no complaint toward the device functionality, no anomalies were found.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm model #: sc-1112, serial #: (B)(4), description: precision multiwave ipg (high rate).